Event description:
It was reported the single use electrosurgical knife's tip came off. The issue occurred during an therapeutic endoscopic submucosal dissection procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrode melted due to electrical discharge and the melted electrode adhered to the tip. Electrical discharge between the part adhered to the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. Thermal shock due to sudden temperature change of the tip olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.